Event description:
Report received that states the consumer "used a medline aeromist lt nebulizer at about 10:00 pm on august 3, 2006. Following it's use, he turned the machine off and went to bed in another bedroom. At about 2:30 am, the smoke detectors went off, indicating a fire. The fire was found in the bedroom where the nebulizer was located. The origin of the fire appears to have been on top of the nightstand where the nebulizer sat. The only other item on the stand was a lamp, which was not burned. We are having the nebulizer evaluated to determine the actual cause of the fire."

Manufacturer narrative:
The device is not available for evaluation. If more information becomes available, it will be submitted in a follow-up medwatch report.